Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 389-40, lot# j0454912v, implanted: (B)(6) 2005, product type: lead. Product ID 64001, lot# n523962, implanted: (B)(6) 2015, product type: adapter. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387s-40, lot# v268107, implanted: (B)(6) 2010, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3389s-40, lot# v324755, implanted: (B)(6) 2009, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
A health care provider (hcp) reported the patient's implantable neurostimulator (ins) eroded through the patient's skin. The cause of the event was unknown. A revision was scheduled for a washout and repositioning of the ins. The issue was not resolved at the time of this report. The patient's indication for use is parkinson's dual and movement disorders. No diagnostics, cause, or outcome were reported regarding this event. If additional information is received, a follow up report will be sent.